Manufacturer narrative:
(B)(4), additional information received 29-feb-2024 indicates "the problem has been solved replacing the battery". Updated investigation is as follows: the reported complaint of "the pump shuts down even when connected to the mains" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the battery was replaced. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the power issue. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that during incoming inspection "the pump shuts down even when connected to the mains". No patient involvement.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during incoming inspection "the pump shuts down even when connected to the mains". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "the pump shuts down even when connected to the mains" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during incoming inspection "the pump shuts down even when connected to the mains". No patient involvement.